Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal iq software was not functioning as intended. Customer's blood glucose (bg) level was 42 mg/dl to 53mg/dl. No information was provided regarding how bg was treated. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.